Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, the device started on its own while lying on the mayo stand. There was no patient injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this ablator for evaluation. During evaluation of the unit with a test generator, the reported problem could not be duplicated. A visual inspection of the ablator found salt-like deposits under the dome switch indicating moisture intrusion. This type of failure caused the device to operate on its own. A corrective action is in place to address this failure mode. Instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device.